Event description:
It was reported that the patient underwent a revision procedure due to the cylinder strength being weak with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and saline was added to the reservoir. The patient was stable following the procedure.